Event description:
During follow-up for an unrelated homechoice alarm, it was reported that the patient had peritonitis. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(6)2010: on an unspecified date, the patient began pd therapy with regular cal (pd2) ambuflex. The patient was diagnosed with peritonitis on (B)(6)2010 and was hospitalized from (B)(6)2010 through (B)(6)2010. There was no exit site or tunnel infection associated with this peritonitis. A cell count was performed on the patient?s effluent on (B)(6)2010 showing 18,075 leucocytes, 3% lymphocytes, and 2% monocytes. A gram stain was also performed showing no growth. The patient was treated with antibiotics and has recovered. The nurse indicated the peritonitis was due to a break in aseptic technique and not due to any problems with any of the patient?s baxter pd solutions or disposables. During additional follow-up on (B)(6)2010, the nurse indicated the patient's transfer set was replaced when the peritonitis was diagnosed. The nurse did not know the product code or lot number but indicated it was a short minicap transfer set with twist clamp. The nurse indicated there was no defect or malfunction of any of the patient's pd products associated with this peritonitis episode. No further information is available.

Event description:
The user received questionable low results for sodium on the integra 800 analyzer which were higher when repeated on the cobas 6000 c501 analyzer at the site. The user believed this issue started on (B)(6) 2010, but only provided 5 patient samples that gave discrepant sodium results which occurred on (B)(6) 2010. The patients were repeated on the cobas 6000 c501 analyzer. Patient sample 1, the initial sodium result gave 129 mmol/l. The repeat result was 136 mmol/l. Patient sample 2, the initial sodium result gave 129 mmol/l. The repeat result was 138 mmol/l. Patient sample 3, the initial sodium result gave 127 mmol/l. The repeat result was 137 mmol/l. Patient sample 4, the initial sodium result gave 124 mmol/l. The repeat result was 133 mmol/l. Patient sample 5, the initial sodium result gave 126 mmol/l. The repeat result was 138 mmol/l. No patients were affected as the initial results were not reported outside the laboratory. The sodium electrode lot number was not provided. The field service representative determined there was a problem with the ise tubing. He replaced tubing, chloride electrode, ise mix tower and checked air mix and dry. Performance tests were run and within range.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, the sample was not requested.this report is related to medwatch report 1423500-2010-03380.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h09l09065, h10a09037, and h10d30064), with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.